Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip surgery, the rubber cover on the flex drill shaft started fraying. It was reported that surgical technique was utilized. There was no patient impact, no medical or surgical interventions, no surgical delay and no foreign body retained. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 product was not returned for evaluation; however, a picture was provided. Visual examination of the provided picture identified that the silicone on the drill driver had fractured. As the device was not returned, no further analysis can be made. Lot identification is necessary for review of device history records, and the lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed via the picture provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.